Event description:
The clinician reports the implant was inserted 2023-05-05 in ada 3. Details of surgery: implant surface not completely covered with bone. On 2023-08-02, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.